Event description:
Nellcor puritan bennett received a call from a user facility rep on 7/20/1999, who called to report the following problem: all leds on with constant single tone alarm. Found at bench test.